Manufacturer narrative:
(B)(4). Batch # r58t42. Per photographic evaluation: two photos were provided. Picture one shows tissue with several staples on it. The staples are appreciated them with the proper formed shape. Picture two shows open jaws of a device with a gold reload loaded. Several b-formed staples are noted in the knife slot. It appears that the reload is fully fired as the drivers from the distal part are noted. Based on the photos reviewed, the event describe cannot be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Device analysis: the analysis found that one ec60a device was returned with no apparent damage and with two ecr60d cartridge reloads present. The cartridge reloads were received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, the cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Reloads b, c: ecr60d, r58u3w, fully fired. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that tissues were pushed and cut but not stapled. Some pictures are available. It was first thought that the cartridge didn¿t work properly, but may be the echelon is the issue. Sleeve procedure. No patient consequence.